Event description:
Patient reported undergoing total hip arthroplasty on (B)(6), 2009. Subsequently, the patient was revised on (B)(6), 2010, due to hip pain, clicking noises, and metallosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR three of four (1825034-2011-00699 through 00702) for this event. This report submitted (B)(4), 2011.